Event description:
The consumer reported that the patient had a CT scan done on their throat a few weeks ago. The CT scan was not related to the patient's device or therapy. The patient was having parathyroid surgery on (B)(6) 2016 and wanted to know how long they could turn their therapy off for. When the patient turned stimulation on after the scan, they had to increase stimulation and it was fine now. The patient found the right setting and the therapy was working well for them. The patient mentioned that they wore a medical bracelet.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a CT scan today ((B)(6) 2016) and stimulation was not turned off. Post CT scan the patient felt that her stimulation seemed stronger. The change in therapy/symptoms was considered sudden. This occurred today. The patient was recommended to contact her doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.